Manufacturer narrative:
Product ID: neu_unknown_lead, lot# 205253395, product type: lead. Product ID: 387845, lot# b0351266k, product type: lead. Product ID: 97702, serial# (B)(4), product type: implantable neurostimulator. Refer to manufacture report number 3004209178-2016-10125 for other device.

Event description:
The healthcare professional (hcp) of a foreign clinical study reported that there were high impedances. The clinical diagnosis was not adequate stimulation. The system was the lumbar system. The outcome was resolved without sequelae. Electrode 0 had high impedance but adequate stimulation. Interventions included repositioning the lead. The event resulted in in-patient hospitalization. The event resulted in an unscheduled clinic or office visit. Diagnostic methods included reprogramming. The device was interrogated and showed high impedances. Imaging showed that the leads were not on the right place. The etiology was noted as possibly related to the device or therapy and unlikely related to the implant procedure. Signs and symptoms included shocking and variable stimulation. Additional information received from the healthcare professional (hcp) of a clinical study reported that electrode 5 and 8 were both over 10 ,000 ohms. There was high impedance observed with the previous system implant without affecting the stimulation. After replacement of the stimulator during the procedure the impedance remained high, but the stimulation was still affective, therefore no action was taken. No symptoms were experienced by the patient. The etiology was noted as related to the leads which were connected to the implantable neurostimulator (ins).

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the outcome was unresolved with no further action planned.